Event description:
It was reported that during a lap low anterior resection, the jaws did not open though the knife was returned to the home position after the device loading ecr60d was used on the rectum. The device was removed from the patient without opening the jaws in articulating position. The lockout symbol was shown. As the doctor was not sure that the staples were formed properly, the anus side was fired again with another device just in case. There were no adverse consequences to the patient. The sales rep tried to open the device after the operation. At first, there was no feedback of grasping the trigger. Eventually, when the manual knife reverse switch was moved several times and grasped the closing lever, a click sound was heard and "0" was shown on the stroke count indicator, and then it opened.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? ---rectum. Was buttressing material utilized? If so, which product? ---no. Was the instrument fired across or near an existing staple line or clip? ---probably no. Were any unexpected noises heard? If so, when? ---no information. Were any of the forces higher or lower than expected (closing, or firing)? ---closing force was normal.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr60d cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling no anomalies were noted with the internal components. The batch record was reviewed and no anomalies were noted during the manufacturing process.